Event description:
It was reported that a standard glenoid impactor strikeplate fractured during impaction. The device reportedly fractured intraoperatively while being used to impact the glenoid component. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed. Visual examination of the provided pictures showed that the device's strike plate had fractured off the handle. Part and lot numbers were not pictured. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. Upon further review, it was found that this event did not contribute to a serious injury and has not in the past; therefore, it would not be considered a reportable event. The previous report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a standard glenoid impactor broke during impacting. The device reportedly fractured intraoperatively while being used to impact the glenoid component. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.